Manufacturer narrative:
Per the clinic, the patient was precribed with topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient initially experienced redness and itching at the site, which later progressed to a severe wound resulting in exposure of the receiver/stimulator. Subsequently, the patient was treated with ointment and powder (specific type, date and duration of medication not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.